Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00524.

Event description:
It was reported that a closure top was found to have backed out via x-rays taken one week post-operatively. A revision surgery was performed to remove and replace the closure top. The surgeon believes that the closure top was not tightened adequately during installation. There were no patient impacts reported which occurred as a result of the revision. This is report one of two for this event.

Manufacturer narrative:
Based on the x-rays provided, the closure tops did migrate post-operationally. The affected closure top was returned and evaluated. There were no signs of damage nor were there signs of witness markings to indicate that the closure top had been properly final tightened onto the rod. The cause can likely be attributed to the closure top not being fully seated on the rod before final tightening. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a closure top was found to have backed out via x-rays taken one week post-operatively. A revision surgery was performed to remove and replace the closure top. The surgeon believes that the closure top was not tightened adequately during installation. There were no patient impacts reported which occurred as a result of the revision. This is report one of two for this event.